Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp the stopper was broken. The following information was provided by the initial reporter. The customer stated: "during blood collection, the hcp noticed that there was a dent and a hole on the stopper. When the hcp mixed the sample by inverting the tube, no blood leakage occurred."

Manufacturer narrative:
H.3. Investigation summary: bd had received 1 sample from the customer for investigation. The sample was reviewed and the indicated failure mode for damaged stopper was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp the stopper was broken. The following information was provided by the initial reporter. The customer stated: "during blood collection, the hcp noticed that there was a dent and a hole on the stopper. When the hcp mixed the sample by inverting the tube, no blood leakage occurred."